Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have tuberclosis and found white spots/lung nodules on the lungs during chest scan. The patient did receive medical intervention in the form of prescription for pulmonary drugs. In the initial report, section e1 was incorrect. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,b7,d9,e1,g3,h1,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have tuberculosis and white spots/lung nodules on the lungs. The patient did receive medical intervention in the form of prescription for pulmonary drugs. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.